Event description:
A customer cut his finger on the tip of the sample probe while replacing the probe during routine maintenance. The wound was cleaned, the tendon was stitched, the wound was bandaged and a splint was applied. The customer received a tetanus shot, but there was no report of adverse health consequences as a result of the injury. The exact cause of the injury is unknown.

Manufacturer narrative:
No further evaluation of the device is required. The exact cause of the injury is unknown.